Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tones were reported by the patient when it comes to the device. Upon interrogation out of range pace impedance measurements and loss of capture due to high pacing thresholds was noted on this left ventricular (lv) leased. The configuration was change from lv tip to lv ring to lv tip to rv ring and values were within normal range. A follow up was booked. No adverse patient effects were reported.